Manufacturer narrative:
The 29mm commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and revealed the following: the valve alignment sequence was not available, the valve was observed across the heavily calcified annulus with the pusher already retracted, the valve was observed not aligned between markers prior to deployment, deployment began asymmetrically with the inflow side opening first as the delivery system balloon shifted towards the ventricle however, the valve was successfully deployed with a final ~95:05 position. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance's that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve alignment difficulty was confirmed based on the evaluation of the provided imagery. The DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and it did not reveal any other related complaints. A review of IFU/training materials also revealed no deficiencies. As reported, "during procedure, it was not possible to completely align the balloon of the commander delivery system and valve, the fluoroscopy marker was ahead of the valve". An existing technical summary has been documented for root cause analysis associated with difficulties that occur while aligning the thv onto the inflation balloon when using an edwards commander delivery system. It is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated. This misalignment (non-coaxial placement of the valve in relation to the flex tip) could have led the valve "dive" into the flex tip, resulting in higher-than-normal alignment forces and the reported valve alignment difficulties. In addition, extensive manufacturing mitigation's are in place to prevent this type of malfunction (visual and dimensional inspections, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. In this case, although a definitive root cause could not be identified, it is possible that the issue is related to patient and/or procedural factors as previously described. The reported event of the valve not being between alignment markers and deployed was confirmed based on the evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials also revealed no deficiencies. As reported, "during procedure, it was not possible to completely align the balloon of the commander delivery system and valve, the fluoroscopy marker was ahead of the valve. Inflation of the balloon was good, but irregular balloon was noted at the ventricular portion as the balloon moved towards the ventricle during the inflation, but the final deployment of the valve was fine". Per the imagery provided, the crimped valve was not between valve alignment markers. Per the training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. In this case, available information suggests that user error (not following IFU/training manual) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06398.

Event description:
As reported, by our affiliates in australia. It was during, a tavr procedure. Using a 29mm sapien 3 valve, it was not possible to align the balloon of the commander delivery system and valve. The fluoroscopy marker was ahead of the valve. Inflation of the balloon was good, but an irregular balloon was noted, at the ventricular portion as the balloon moved towards the ventricle, during the inflation. The final deployment of the valve was fine. After the surgery, the patient was noted, to be doing well. The device was discarded at the hospital.